Manufacturer narrative:
The MFR did not receive source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a pt underwent a spine surgery where a dynesys hexagonal screw driver was used. During surgery, the device broke and it is unk whether surgery time was extended or any harm to the pt resulted.